Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported the patient had difficulty with recharging. Patient stated he was in hospital for non-device related reason and rep presentative came to hospital and did what he needed to do to the device, rep told patient everything was all set but now it had been over a week where the patient couldn't charge his implant. Prior the call, patient charged the controller up, controller showed fully charged when it was plugged into the wall charger during call. Patient stated he had reset the controller a couple times already by taking lithium out and reseating it but it didn't resolve the issue. It was mentioned the controller¿s screen showed no device found. It was reviewed the possibility of a discharged ins. When patient tried to start a charging session, the controller said ¿plug recharger in¿ when patient already had recharger plugged in, controller wasn't registering that recharger was plugged in. It was noted the patient couldn't walk very well and he needed to get the device working for his legs. A replacement recharger antenna would be sent to patient. Patient services (pss) reviewed that patient should call back for assistance charging if needed once he received the replacement recharger (pss reviewed that patient¿s implant might need passive mode). Patient didn't know exact date stimulation stopped. It was noted the can not find device was seen on recharger. Additional information on 2018-august-18 was received from patient. Patient stated he got the replacement device, but it still would not connect to the ins. The patient controller (pc) screen showed the pc battery full charged but the ins was red. Patient said everything went wrong last week when he was in the hospital from monday to thursday, and it had not worked since, patient was in pain. Patient confirmed that the pc, battery, and recharger had already been replaced. Pss reviewed that since all external component had been replaced, the patient should seek healthcare provider assistance to ensure the implanted system was ok it was noted the battery pack was not charging. No further complication and no symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they got the replacement parts but it still will not connect to the ins. The controller shows that the battery is fully charged, but the ins is in red. The patient reported that they tried to have (B)(6) pick the package up but they got a note saying that the patient needs to work with (B)(6) express (ground).

Manufacturer narrative:
Concomitant medical products: product ID 97755, serial# (B)(4), product type recharger; product ID 97745bp, lot# nlh003264n, product type accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional informational received from the patient reported that the issue previously reported about the stimulation being stopped and the implant being discharged and not working has been resolved. The patient said, ¿thank you¿.